Event description:
The customer reported the system's fuses blew at boot up. The fse noted that the system would not longer boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.